Event description:
The customer reported that after pipetting an htlv plate on summit the technician observed that the volume didn't look correct in well h11. No death or serious injury was associated with this complaint.